Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: during use, even by pressing the button, the needle could not be moved for suturing. Trying to replace the cartridge, a doctor found it would not be removed easily from the jaws and at last it broke. A new one was opened to complete the case with no problem. No patient harm. The patient is currently doing well. The operating time was not extended as a result of the issue. No additional tissue resection or damage experienced. Nothing disengaged into the patient cavity. The suture broke when replacing the cartridge outside of the patient. No further information is expected.